Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited an intermittent oversensing with a heart rate in the 30's on the holter monitor. The lower rate limit is set at 60.